Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01955. It was reported that during a trial implant procedure on (B)(6) 2020 patient experienced cerebrospinal fluid (csf) leak. A blood patch was performed. Follow up identified patient is stable post -procedure and did not report any symptoms.